Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). The claimed device has been qualified only for typical durations of six hours or less, appropriate to cardiopulmonary bypass procedures and has not been qualified through in vitro, in vivo, or clinical studies, for long term use as extracorporeal membrane oxygenation (ECMO) procedures. A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was intensively tested without an malfunction and worked according the specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console shut down during use in an ECMO procedure. The customer performed restart to resolve the reported issue. There was no report of patient injury.